Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation. Concomitant device(s): 350-22-42, 4537611 - tibial insert fb sz 2 rt 10mm, 350-02-02, 5700605 - talar implant sz 2 rt, 351-91-03, 289020 - recip sawblade 8x50x1mm, 350-10-04, 5627016 - ankle sz 4 locking clip.

Event description:
Approximately 2 years postop the initial right ankle implant, this (B)(6) y/o male patient experienced tibial loosening and was revised. Patient is doing well now. Removal of vantage implant. The patient has a history of non-union of subtalar arthrodesis. No other information available as revision was completed out of the clinical study. Device is not returning.